Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was returned to our service center in (B)(4), where it was inspected by a trained service engineer. The upper harness connector was then returned to fph in (B)(4) and visually inspected. Results: visual inspection revealed that the housing connector of the upper head harness was slightly discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing is most likely due to a poor connection. We note that the subject infant warmer is over 10 years old. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The customer was provided with new replacement heater head unit.

Event description:
A hospital in (B)(6) reported that an iw934 baby control cosycot infant warmer displayed an e17 error code and requested service. Upon servicing the infant warmer at the fisher & paykel healthcare (fph) service center in (B)(4), the reported fault was confirmed and the upper harness connector was found to be discoloured. This was discovered before patient use.